Manufacturer narrative:
Ps344648. The complaint ojr414 junior cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the tubing "with coil" of an ojr414 optiflow junior 2 nasal cannula was disconnected from the pad. It was also reported that there was "no health damage to the patient".

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that the left side of the tube was detached from the cannula. Glue residue was observed on the surface of the detached tube and inside the cannula tube joint. Conclusion: the observed damage was most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - check the cannula remains secure. Replace the wigglepads 2 if required. - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the tubing "with coil" of an ojr414 optiflow junior 2 nasal cannula was disconnected from the pad. It was also reported that there was "no health damage to the patient".